Event description:
It was reported an entanglement occurred. A rotapro 1.50mm and a rotawire drive were selected for use. The target lesion located in the left anterior descending (lad) artery, was moderately tortuous and severely calcified. Following treatment of the lesion, during dynaglide removal, the entire system was removed as one unit as the wire was stuck on the burr. The device was replaced and the procedure was completed with no reported patient injury.

Event description:
It was reported an entanglement occurred. A rotapro 1.50mm and a rotawire drive were selected for use. The target lesion located in the left anterior descending (lad) artery, was moderately tortuous and severely calcified. Following treatment of the lesion, during dynaglide removal, the entire system was removed as one unit as the wire was stuck on the burr. The device was replaced and the procedure was completed with no reported patient injury.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotawire drive. The proximal end, middle section, distal end, and spring tip were visually examined. Inspection of the device found that the wire was kinked at 178cm from the proximal end. Functional testing was performed using the returned rotawire. During testing, the returned wire was able to be removed with resistance, but was not able to be reinserted beyond the kinked and stretched coil of the rotapro device. Product analysis confirmed the reported events, as the returned rotawire was able to be removed with resistance, but was not able to be reinserted beyond the kinked and stretched coil of the rotapro device. The reported wire deformation was confirmed as the returned wire was kinked at 178cm from the proximal end.